Event description:
It was reported that during a nephrectomy procedure, about two hours into the case the blade broke off into the pt. Piece was recovered and case was completed with like device. There was no reported pt consequence.